Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing severe chest pain. The patient complained of syncope. When the physician interrogated the device, normal electrical values were noted. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced on (B)(6) 2013. The patient was -ok - after the procedure.